Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. There was no impact to the customer's blood glucose level. Customer was able to clear malfunction and resume insulin delivery.